Manufacturer narrative:
The lot number is unknown, and no samples were provided for evaluation. A manufacturing trend review was performed. No root cause was identified. (B)(4).

Event description:
Additional information was received on 09/01/2016. The issue resolved and the patient is fine.

Event description:
As reported by an optician, a patient wore a trial lens for an unspecified duration. The patient attempted to remove the lens but was unable to do so. The patient sought medical attention from a local clinic and was referred to an emergency ophthalmology physician. The lens was removed and discarded by the physician. Relevant findings noted were as follows: intraocular pressure of 14; corneal exam showed centered necrotic epithelia, without infiltration; conjunctiva: stimulated ++. The necrotic epithelial tissue was removed and sent for culture. Additional follow up information has been requested but not received.

Manufacturer narrative:
The lot number is unknown, and no samples were provided for evaluation. A manufacturing trend review was performed. No root cause was identified. (B)(4).